Event description:
Boston scientific received information that this right ventricular lead oversensed atrial fibrillation. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.